Event description:
It was reported that the patient was complaining of chest pain and the physician had witnessed intermittent ventricular capture three days post implant. It was determined that the right ventricular (rv) lead had dislodged. The patient had not been compliant in keeping their arms stationary post procedure. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead, implanted: (B)(6) 2015. (B)(4).